Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the display device showed a transmitter failed error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a transmitter failed error was confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it had voltage. Nordic bluetooth test was performed and the transmitter passed. The transmitter functional test was performed and the transmitter failed as it failed the battery status; however, no failures were found related to the customer complaint. The share log was reviewed and the log displayed a transmitter failed error on the issue date. The customer complaint of transmitter failed error was confirmed. The root cause could not be determined.